Manufacturer narrative:
Exact date unknown, event occurred many years ago the date the manufacturer became aware of the event. Explant date: many years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason and was doing well postoperatively. No further information has been obtained despite good faith efforts.